Event description:
It was reported that post-op a laparoscopic adjustable band procedure, the locking connector / metal piece of the strain release sheared the tubing. The surgeon went in and cut the tubing and replaced the port. The revision of the port tubing was 2009. The patient is currently okay.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.